Manufacturer narrative:
(B)(4). Device manufacture date: 12/21/2015 ¿ 12/22/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a rupture bladder. The ruptured bladder was microscopically examined and a marking located on the interior surface of the bladder was observed near the rupture line. The reported condition was verified. The assignable cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that during unpacking of the device, they noticed the overpouch contained fluid. The reporter stated the fluid had leaked out of the infusor and into the first overpouch and a bit into the second overpouch. There was no patient involvement. No additional information is available.